Manufacturer narrative:
(B)(4). Additional information: per the field service engineer the pump is still in biomed as of 12oct2015. The hospital will do the repair. The pcs (pneumatic control switch) assembly was replaced. Due to the cost of the pcs assembly, they will be ordering the individual valves directly from the valve manufacturer. Evaluation: no intra-aortic balloon pump (iabp) parts or recorder strips were returned to teleflex (B)(4) for evaluation. A device history record review was conducted for the serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium error message" is confirmed based on the information provided to the css. No parts were returned to the teleflex (B)(4) facility for evaluation, therefore, the root cause of the faulty pcs assembly could not be determined.

Event description:
It was reported that the rn in the cath lab was calling because they had to switch the fiberoptix sensor (fos) to another pump and the rn wanted to know how to "zero" the catheter. When the clinical support specialist (css) spoke with to the rn, he stated that they had inserted a fos iab in the cath lab and zeroed the catheter prior to insertion. There was a problem with the console so they had to switch the catheter to another console. The rn wanted to know how to zero the fos on the other pump. The css explained that they could not zero, but could calibrate the catheter. The css went through the calibration and now the transducer readings and the fos are similar. The css asked for the serial number of the catheter, but it is under the dressing and the rn is unable to get it. The css asked what the problem was with the first console. The rn stated that they were getting some error message about helium. They had checked the helium tank and the condensation bottle. The rn stated that this pump had a similar problem on another patient. They had sent it down to biomed, but it was returned and they could not find anything wrong. They have sent the pump to biomed again.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn in the cath lab was calling because they had to switch the fiberoptix sensor (fos) to another pump and the rn wanted to know how to "zero" the catheter. When the clinical support specialist (css) spoke with to the rn, he stated that they had inserted a fos iab in the cath lab and zeroed the catheter prior to insertion. There was a problem with the console so they had to switch the catheter to another console. The rn wanted to know how to zero the fos on the other pump. The css explained that they could not zero, but could calibrate the catheter. The css went through the calibration and now the transducer readings and the fos are similar. The css asked for the serial number of the catheter, but it is under the dressing and the rn is unable to get it. The css asked what the problem was with the first console. The rn stated that they were getting some error message about helium. They had checked the helium tank and the condensation bottle. The rn stated that this pump had a similar problem on another patient. They had sent it down to biomed, but it was returned and they could not find anything wrong. They have sent the pump to biomed again.